Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was stuck, failed and it required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 8 failed. A field service engineer (fse) found that the drawer 4.1, a legacy hh cubie, had broken catch latch screws and could not be secured to the frame. The drawer remained disconnected, though the rest of the station was functional. Upon inspection, one of the bolts holding the latch was found broken. Two new fasteners were installed for the latch mount, and proper operation was verified. The drawer was confirmed to close properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
Cit was reported by the customer that a bd pyxis¿ medstation¿ es drawer was stuck, failed and it required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.